Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not respond. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the touchscreen test and the touchscreen did not respond. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.